Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages: the instrument's grip tips were bent. One grip was bent which caused side to side misalignment of the grip. There was a 0.050 offset at the tips, indicating overloading at the tip. The instrument passed the electrical continuity testing. Failure analysis concluded that the bent damage may have been due to mishandling/misuse. The instrument's distal pulley had mechanical indentations/burrs. There were indentations at the inner edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. In addition, the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and additional finding of the various scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci partial nephrectomy surgical procedure, a broken cable was identified on the fenestrated bipolar forceps instrument. There was no reports of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.